Event description:
The customer contacted stryker to report that their device unexpectedly powered off. In this state, the device would be inoperable, and defibrillation therapy would not be available if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer's device and verified the reported issue. Stryker observed the modem cable was cracked and replaced it to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.